Event description:
It was reported the programmer powered down intermittently during use. A software update could not be loaded. Follow-up information received reported the programmer had been sent in for repair four months prior and had not been returned to the customer since the repair, when the power down issue was discovered. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported intermittent power down. The stylus was observed to be damaged.